Event description:
A dialysis health care professional reported a dialysis home pt rec'd a sys error alarm during treatment using homechoice device. The pt was instructed to discontinue treatment at the time of the alarm. The pt noted, when the alarm was called in, that he has a pet dog who chewed on the tubing of the homechoice set. There was no pt injury or med intervention associated with this incident per the health care professional. The health care professional will follow up with the pt on proper procedure and not having pets in the room with dialysis supplies.